Event description:
It was reported that during post, the filled air trap was not detected by the thermogard xp ivtm system (sn (B)(6)), so the system would not continue past the system setup screen. No information was shared with zoll about the patient's treatment status or whether the system was intended for use on a patient or being tested.

Manufacturer narrative:
The customer's complaint that the filled air trap was not detected by the thermogard xp ivtm system (sn (B)(6)) during post was confirmed during functional testing. The root cause of the reported complaint was a failed air trap block. Upon visual inspection, unrelated to the reported complaint, a missing drip tray and drip pan, as well as a clogged air filter, were noted. The damaged and missing parts were replaced to address the observed physical damage. The event log review indicated no errors. During functional testing, the thermogard system failed to detect the filled air trap during post, confirming the reported complaint. The air trap block with board was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without any issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard xp ivtm system with sn (B)(6).